Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the lens was scratched and the downstream occlusion sensor was bubbled. Review of the event history log showed an occurrence of a "downstream occlusion alarm." Functional testing involved running the pump in user and manufacturing utility modes. The reported issue was duplicated. The investigation determined that in intermitted downstream occlusion sensor and latch sensor was the cause of the reported issue. The downstream occlusion sensor and latch sensor were replaced.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a downstream occlusion alarm during routine preventive maintenance.